Manufacturer narrative:
A ge service representative performed an on site investigation. The steering handle was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the steering handle was hard to turn. There was no patient injury or death reported.